Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4965-25 lead, implanted: (B)(6) 1998. Product ID: 4058m45 lead, implanted: (B)(6) 1993. Product ID: 4058m45 lead, implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that the epicardial leads had intermittent loss of capture. The leads were capped and replaced. No patient complications have been reported as a result of this event.